Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2001 and left hip revision procedures on (B)(6) 2004, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, elevated metal ion levels, metal poisoning and metallosis. A review of invoice history revealed patient underwent a right hip arthroplasty on (B)(6) 2005. There has been no reported right hip revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 2 of 7 mdrs filed for the same event (reference 1825034-2014-05344 / 05348 & 2015-01118 /-01119).

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2001 and left hip revision procedures on (B)(6) 2004 and (B)(6) 2004 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, elevated metal ion levels, metal poisoning and metallosis. A review of invoice history revealed patient underwent a right hip arthroplasty on (B)(6) 2005. There has been no reported right hip revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a left hip revision on (B)(6) 2004 due to protrusio of the cup with osteolysis and screw breakage. Operative report further noted the presence of metallosis, fluid, loose acetabular cup, 2 broken screws, 1 remaining screw was ground off, defect on the acetabulum rim, and no signs of infection. The modular head, acetabular cup and liner were removed and replaced. Operative report further noted patient underwent a second left hip revision on (B)(6) 2004 due to dislocation. Operative report further noted the presence of hypertrophic synovium and membranous tissue. The acetabular cup was well fixed. The modular head and liner were removed and replaced. Operative report further noted the patient underwent a right hip arthroplasty on (B)(6) 2005.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 3 of 5 mdrs filed for the same event (reference 1825034-2014-05344 / 05348).